Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a sphincterotomy performed in 2009. According to the complainant, during the procedure, the cutting wire did not extend properly. The procedure was completed with another jagtome rx sphincterotome. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Won't bow. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.